Event description:
A report was received from another country associating a cypher stent deployment system (sds) was associated with stent dislodgement. During a percutaneous coronary intervention of a de novo and tortuous, 21mm lesion in a "very tight" mid left anterior descending (lad) artery, a 3.5x23mm cypher sds failed to cross the lesion. The procedure was completed with a endeavor stent. No other vessel, lesion or procedural info is available. There was no report of injury to the pt. The product was returned for analysis without the associated stent. Upon further investigation regarding the missing stent, the affiliate confirmed the stent did not dislodge inside the pt, but could not explain how the stent dislodged outside the pt or why it was missing.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. Add'l info will be submitted within thirty days upon receipt.